Event description:
It was reported that an infection occurred. The implantable pulse generator (ipg) system was explanted. The leads were returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to environmental stress cracking (esc) while in vivo. The outer insulation of the lead developed cosmetic esc while in vivo. The outer insulation of the lead was observed to have blood ingression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: sedr01 implantable pulse generator (ipg) implanted: 2011 (B)(6). (B)(4).